Event description:
The customer reports that the device displays a speaker malfunction but still hears some beeping sometimes. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device had sound and the speaker was working as intended. The technician indicated that device did however display "speaker malfunction" error message due to bad component on the system board. The device was repaired by replacing the system board and other parts that were found damaged and outdated. The device was updated to the latest hardware and firmware per procedures and passed functional tests. The repaired device was returned to the customer site.